Event description:
Patient reported left side "discomfort," "rupture," and "global recall." Healthcare professional later reported "benign-looking punctate calcifications in breasts." The events of "small and rare oval and hyperintense sparse t2-weighted images, measuring up to 0.5 cm, may represent cysts" and "benign-looking punctate calcifications in the abdomen" are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device was explanted and replaced.